Event description:
This is a spontaneous report by a consumer from the (B)(6) who did not wear a mask and peritonitis event occurred in a patient coincident with peritoneal dialysis (pd) therapy. On an unknown date, a break in aseptic technique described as "did not wear a mask" occurred. On (B)(6) 2010, the patient was diagnosed with peritonitis manifested by abdominal pain and cloudy effluent. The cause of the peritonitis was attributed to the break in aseptic technique described as "the patient did not wear a mask" (due to he was too busy working in his rice farm). The patient was hospitalized on (B)(6) 2010 for the peritonitis. On an unknown date, the patient began remedial medication of gentamycin (80mg, loading dose), with a succeeding dose of 8mg. It was not reported whether the patient was retrained in aseptic technique; therefore, the outcome for the event was unknown. Pd therapy was ongoing as well as remedial therapy with gentamycin. The peritonitis was ongoing and improved. The reporter believed that the peritonitis was not related to the pd therapy, but was due to the patient not wearing a mask.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has received similar reports for the reported problem.